Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (1mg/ml at .07mg/day) via an implantable pump for spinal pain indications. It was reported that the patient's incision had not fully closed since implant. There were no known external factors that led to the event. The hcp had been seeing the patient since their implant and monitoring the incision. It had scabbed over but never fully healed. Surgery occurred today to reposition the pump in pocket. There was no infection noted. The catheter access port (cap) was aspirated and primed. Per hcp, the pump was now positioned better in the pocket. The issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.